Manufacturer narrative:
The device for this event has not been returned to the manufacturer for evaluation. The medical records have been returned for review. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that a model rf320j vena cava filter allegedly experienced a difficult removal. This information was received from one source. The malfunction involved a patient without consequence. The patient was a (B)(6) female weighing (B)(6).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that a model rf320j vena cava filter allegedly experienced a difficult removal. This information was received from one source. The malfunction involved a patient without consequence. The patient was a 44-year-old female weighing 235 lbs.

Manufacturer narrative:
H10: the device has not been returned to bd for evaluation. The medical records have been returned and reviewed. The investigation is inconclusive for retrieval difficulties. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.